Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and elevated short v-v intervals.  Additionally, electrograms (egm) showed noise.  An rv lead fracture was suspected.  The rv lead was capped and replaced.  No patient complications have been reported as a result of this event.